Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the inpen had lead screw anomaly. Customer stated that the inpen screw was not working, they twisted down the screw and pressed the button but the screw rose back again. Customer stated they experienced high blood glucose level. No harm requiring medical intervention was reported. The inpen will be returned for analysis.